Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with wound dehiscence at the device implant site, associated with a localized infection. Antibiotic therapy was initiated immediately, and on (B)(6) 2026, the physician explanted and replaced the entire system, including the implantable cardioverter defibrillator (ICD) and the right ventricular (rv), right atrial (ra), and left ventricular (lv) leads. The patient experienced no adverse consequences.